Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure in 2009 and an obturator sling was implanted. The patient states that within a couple of years, it stopped doing the job it was fitted for and she was referred back to the hospital but no further treatment was offered. Post operatively, she has experienced pain with a full bladder, irritable bladder, problems empting bladder completely when sitting down on the toilet which is relieved only by being in a semi standing up position. She has a constant feeling of wanting to empty her bladder and states that her sex life ended years ago due to pain, which she also suffered at smear tests and she can no longer have as she can't endure the pain. She also has bad sciatica, pain in the thigh, pelvic area and down the leg as well as incontinence requiring incontinence pads. The patient states that her physician and nurse opine her problems are due to the shrinkage of the tape. Additional information was not provided.